Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed that a non-sustained rhythm at onset followed by premature ventricular contraction (pvc) beats then a sudden change in the rhythm rate and morphology was observed. The fast rate was detected in the vf rate zone where a beat was observed to have been undersensed just prior to a burst of anti-tachycardia pacing (atp) delivery. No significant delay of therapy was observed as more bursts of atp and a shock were delivered. The shock was able to convert the rhythm and was determined to be appropriate. No adverse patient effects were reported. This ICD remains in service.